Event description:
It was reported that t:slim x2 pump battery would not charge and showed power source alerts around the time the issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed using original charging cable, wall adapter, and working outlet, had already left adapter plugged in for at least 30 minutes, and pump then began charging without shutting down or losing power, so no further assistance was required.